Event description:
It was reported that shortly after the start of bypass using the fusion oxygenator, there was a high system pressure measured at over 550 mmhg pre-oxygenator and approximately 130 mmhg post-oxygenator. Blood gas analysis revealed insufficient oxygenation performance, with an arterial po2 of approximately 90 mmhg at a fraction of inspired oxygen of 0.85, despite additional 100% oxygen ventilation through anesthesia. These issues did not improve during the procedure. The bypass was ended after about 16 minutes, and the oxygenator was replaced. After approximately 8 minutes, when the bypass was restarted, the system pressure was initially high but quickly normalized to approximately 300¿350 mmhg. Oxygenation with the new oxygenator was significantly better, about twice as effective. A drop in platelets from 309 / nl to 71 / nl was also observed.  Ringer's solution with 10,000 units of heparin  was used for priming. The venous temperature was 35.8°c and the arterial temperature was 35.5°c. Act values were 461 seconds initially , increasing to 512 seconds after starting. The patient was not harmed by the incident.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Device evaluation summary: visual inspection shows no outward signs of physical damage or abnormalities. Unit appears to have been used. Pressure integrity testing shows no internal or external leaks when run at 3 lpm with 23 psi, (1189 mmhg) of back pressure for 10 minutes. The device was sent to the blood lab for performance testing. The testing was conducted at a 1:1 ratio (7lpm blood gas flows) the results as reported below: ¿ 360 ml/min 02 xferc ¿ 219 ml/min co2 xferc ¿ 159 mm/hg delta pblood reason for return was not confirmed for pressure drop and undetermined for gas transfer. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.